Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that the customer experienced a high blood glucose (bg) level of "high" although a specific value was not provided. Customer addressed their bg with a correction bolus via pump. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.